Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the during procedure on electrocardiogram that after the patient's native aortic valve was crossed with a non-abbott guidewire, the patient developed a left bundle branch block. Also, the patient further developed a paroxysmic complete atrioventricular block (avb). The transient avb occurred after 1 complete recapture and during the second (and last) attempt of opening of the navitor valve (at 80%). A temporary pacemaker was placed and the valve was fully deployed uneventfully. There was calcification extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp implant depth was 2.8mm and the final left coronary cusp implant depth was 3.5mm. There was no difficulty experienced implanting the navitor valve. The patient had history of medical conditions hypertension, dyslipidemia, chronic kidney disease, paroxysmal atrial fibrillation, and first degree av block. Based on available information, the reported heart block appears to be related to procedural conditions. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm navitor valve was successfully implanted in a patient with a previously noted first degree atrioventricular block. It was noted during procedure on electrocardiogram that after the patient's native aortic valve was crossed with a non-abbott guidewire, the patient developed a left bundle branch block. It was also noted during procedure, that the patient further developed a paroxysmic complete atrioventricular block (avb). The transient avb occurred after 1 complete recapture and during the second (and last) attempt of opening of the navitor valve (at 80%). A temporary pacemaker was placed and the valve was fully deployed uneventfully. There was calcification extending beneath the aortic annular plane in the interventricular septum with a agatston score of 3023 au. The final non-coronary cusp implant depth was 2.8mm and the final left coronary cusp implant depth was 3.5mm. There was no difficulty experienced implanting the 25mm navitor valve. There is no allegation of malfunction against the abbott device or procedure. The patient did have a prolonged hospital stay for monitoring of rhythm. The patient was discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.